Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in an inappropriate shock. This device was checked in clinic and an automatic setup was performed with the primary being the best vector option. The physician preferred to have a representative present before making any changes. Approximately a week later, another automatic setup was performed with the alternate vector chosen. X-rays were performed to evaluate system placement. No noise was able to be reproduced and sensing was noted to be effective. The device was programmed to the alternate vector and will continue to be monitored. No adverse patient effects were reported.